Manufacturer narrative:
The reported information and the log file were analyzed. In the log, the failure message "vvent out of range" could be seen, which indicates that one of the internal supply voltages was found out of specification. The remedy of this failure is to replace the control pcb. The device detected the deviation and alarmed it according to specification. In case that the ventilation stops, an alternative independent ventilation device has to be used instantly, as described in the IFU. No similar cases related to the same root cause were reported by dräger within the last three years.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that while moving the patient to the operating table, the ventilator stopped ventilation and alarmed device failure. The device restarted and gave the same device failure alarm. The ventilator replaced with another one and during that time the patient was ventilated manually. No patient injury has been reported.